Event description:
It had air embolism, st elevation occurred. It was reported that faradrive steerable sheath clear was selected for use. During the procedure, air embolism was observed inside the heart, with a large amount of air particularly within the right coronary artery (rca). St elevation occurred and it was observed while preparing for left atrial angiography after transseptal access using the versacross connect. The patient experienced a temporary cardiac arrest. The air was removed using an aspiration catheter. Cardiac arrest was treated with backup pacing from the rv. The patient was able to converse in the catheterization room and showed responses in all limbs. No immediate symptoms suggestive of cerebral infarction were observed. St segments also returned to normal. The physician was shocked by the extremely large amount of air that had entered. The procedure was completed by using original device. The device is expected to return for analysis. It was further reported that the patient was not hemodynamically stable at the time the complication was noted. It was confirmed that the patient experienced st elevation, coronary air embolism, and transient cardiac arrest, requiring immediate intervention. Air was observed in the patient.

Manufacturer narrative:
Device technical analysis: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No damage was noted, and no abnormalities were observed. The complaint allegation of visible air/bubbles was not confirmed through product analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive steerable sheath clear risk documentation was completed and confirmed that the event of air embolism and st segment elevation were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the device problem excluded conclusion code was selected for the allegation of visible air/bubbles as analysis of the returned device did not find any defects or abnormalities to confirm an existing leak path or air ingress that contributed to the allegation of this event. Also, the reported events of air embolism, st segment elevation and cardiac arrest are known inherent risks of the faradrive steerable sheath clear device. Air embolism and st segment elevation are considered within the risk threshold of embolism. Cardiac arrest and embolism are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained.

Event description:
It had air embolism, st elevation occurred. It was reported that faradrive steerable sheath clear was selected for use. During the procedure, air embolism was observed inside the heart, with a large amount of air particularly within the right coronary artery (rca). St elevation occurred and it was observed while preparing for left atrial angiography after transseptal access using the versacross connect. The patient experienced a temporary cardiac arrest. The air was removed using an aspiration catheter. Cardiac arrest was treated with backup pacing from the rv. The patient was able to converse in the catheterization room and showed responses in all limbs. No immediate symptoms suggestive of cerebral infarction were observed. St segments also returned to normal. The physician was shocked by the extremely large amount of air that had entered. The procedure was completed by using original device. The device is expected to return for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It had air embolism, st elevation occurred. It was reported that faradrive steerable sheath clear was selected for use. During the procedure, air embolism was observed inside the heart, with a large amount of air particularly within the right coronary artery (rca). St elevation occurred and it was observed while preparing for left atrial angiography after transseptal access using the versacross connect. The patient experienced a temporary cardiac arrest. The air was removed using an aspiration catheter. Cardiac arrest was treated with backup pacing from the rv. The patient was able to converse in the catheterization room and showed responses in all limbs. No immediate symptoms suggestive of cerebral infarction were observed. St segments also returned to normal. The physician was shocked by the extremely large amount of air that had entered. The procedure was completed by using original device. The device is expected to return for analysis. It was further reported that the patient was not hemodynamically stable at the time the complication was noted. It was confirmed that the patient experienced st elevation, coronary air embolism, and transient cardiac arrest, requiring immediate intervention. Air was observed in the patient.